Manufacturer narrative:
Additional information: additional information was received on 09aug2018 which clarified that there were 2 devices(same lot) which had leakage during this event. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a percutaneous transhepatic gallbladder drainage (ptgd) procedure in the biliary chest , on insertion, an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter exhibited an air leak at the mac-loc. The device was removed and a like device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Results code: (4210) leakage/seal. Investigation/evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device were conducted during the investigation. The visual inspection of the returned device showed a used mac-loc catheter in the locked position. The device was returned with a metal cannula fully inserted. Removal of the metal stiffener experienced no difficulty. No surface damage was noted on the device. A leak test, as well as a tug and twist test were conducted and passed specifications. Upon inspection of the flare, it was noted that there was a lip and a piece missing. From the state of the flare, it cannot be determined if the device was manufactured to specification. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event for improperly secured fittings and the five devices involved were scrapped. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, possible root causes for this failure mode have been attributed to the suture running through the threads of the cap/adapter assembly interfering with the seal during torqueing, an inconsistent flaring process and the silicone insert being punctured from improper threading technique although this has not been confirmed. We have notified the appropriate personnel. Per the quality engineering risk assessment no further action is required. Appropriate measures have been taken to address this failure mode. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.